Event description:
It was reported that during a transfemoral case, the physician was able to track into the targeted lesion. The physician started the deployment process, was able to move the lever to the pre-release stage, however it could not move lever past the pre-release step and could not deploy stent. The physician proceeded to remove the system and place the system in the back table. He tried to deploy the stent, but he could not. He proceeded to push the strain relief backwards and the stent deployed. The case was completed using an inspiremd cnd0840. Physician was able to deploy the stent with some resistance. No harm to the patient.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, and internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
It was reported that during a transfemoral case, the physician was able to track into the targeted lesion. The physician started the deployment process, was able to move the lever to the pre-release stage, however it could not move lever past the pre-release step and could not deploy stent. The physician proceeded to remove the system and place the system in the back table. He tried to deploy the stent, but he could not. He proceeded to push the strain relief backwards and the stent deployed. The case was completed using an inspiremd cnd0840. Physician was able to deploy the stent with some resistance. No harm to the patient.

Manufacturer narrative:
Device analysis and investigation is in-process.